Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced sepsis and then subsequently passed away ten days prior to the receipt of this report. The cause of death was reported as sepsis (previously the cause of death was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin injection 1 gram intraperitoneally stat, amikacin injection 100 milligrams once daily intraperitoneally (duration not reported), and imipenem injection 1 gram once daily (route and duration not reported) for the peritonitis event. The cause of death was unknown. On an unreported date the patient was hospitalized for the event. The patient was reported to be recovering, but not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing up until death, and it was unknown if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.